Manufacturer narrative:
Block b3: exact date unknown, event occurred when the device was explanted.

Event description:
It was reported that the patient underwent an ipg explant procedure due to inadequate stimulation. The explanted device will not be returned.